Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the shaft of the cannula between the hub and the cuff was distorted and both extension tubes were filled with blood. The luer adapters, clamps and hub appeared intact. Functional testing was performed which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage, no air bubbles were present. Both extensions were tested with acceptable results. It was reported that there was an issue with the catheter dimension. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d6b, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the distorted appearance of the catheter was assessed by the vascular team and dialysis nurses. They deemed that the catheter was okay to continue using but the num (nurse unit manager) advised that this catheter was explanted from the patient and replaced with another catheter. The catheter was not repaired and there was no leak. It was also stated that at the time of the insertion of the catheter, povidine iodine was used for cleaning the insertion site and for the ongoing dialysis treatment, the catheter care that they were following was the routine used by the dialysis staff. For the patient and catheter, bactroban ointment (mupirocin) was used and IV (intravenous) 3000 dressing was changed three times per week as part of the catheter care program (the usual protocol was biopatch weekly, but it caused a reaction in the patient). Griplock was used for securement and it was changed weekly. Q-cytes (like tego) was also used. There was no luer adapter issue and tego was utilized. There were patient symptoms or complications associated with this event and the patient had a lot of bleeding post procedure and requiring a unit of blood which was not ideal. It was also mentioned that the dialysis team were only provided with the verbal report that there was blood loss causing a drop in the patient's hb (hemoglobin) level that was sufficient to require a unit of packed cells to be administered to the patient. However, there was no immediate complications and it was noted in report that there was a persistent bleeding from insertion site at the ward. 1 unit of packed cells was administered to the patient post insertion of the new catheter. Flushing was performed prior to insertion and heparin lock was given to both lumens. The device was examined and appears that the external cuff was damaged. The catheter was primed with 5000 units of heparin per cc (cubic centimeters) to a volume of 2.1 cc per catheter lumen and10mls of 2% lignocaine was administered to the insertion site. 5ml (milliliter) contrast injected to confirm the position and 9.500 units heparin lock was given to both lumens (as per dialysis protocol). There was no damage to the external packaging and there was no other medical intervention done to the patient aside from what has been stated from the report. The priming volume of each lumen at 2.1 cc matches the expected dimensions of the 28cm catheter.

Event description:
According to the reporter, during use, the distorted appearance of the catheter was assessed by the vascular team and dialysis nurses. They deemed that the catheter was okay to continue using but the num (nurse unit manager) advised that this catheter was now been explanted from the patient and replaced with another catheter. The catheter was not repaired and there was no leak. It was also stated that at the time of the insertion of the catheter, povidine iodine was used for cleaning the insertion site and for the ongoing dialysis treatment, the catheter care that they were following was the routine used by the dialysis staff. For the patient and catheter, bactroban ointment (mupirocin) was used and IV (intravenous) 3000 dressing was changed three times per week as part of the catheter care program (the usual protocol was biopatch weekly, but it caused a reaction in the patient). Griplock was used for securement and it was changed weekly. Q-cytes (like tego) was also used. There was no luer adapter issue and tego was utilized. There was a patient symptoms or complications associated with this event and the patient had a lot of bleeding post procedure and requiring a unit of blood which was not ideal. It was also mentioned that the dialysis team were only provided with the verbal report that there was blood loss causing a drop in the patient's hb (hemoglobin) level that was sufficient to require a unit of packed cells to be administered to the patient. However, there was no immediate complications and it was noted in report that there was a persistent bleeding from insertion site at the ward. 1 unit of packed cells was administered to the patient post insertion of the new catheter. Flushing was performed prior to insertion and heparin lock was given to both lumens. The device was examined and appears that the exter nal cuff was damaged. The catheter was primed with 5000 units of heparin per cc (cubic centimeters) to a volume of 2.1 cc per catheter lumen and 10mls of 2% lignocaine was administered to the insertion site. 5ml (milliliter) contrast injected to confirm the positi onand 9.500 units heparin lock was given to both lumens (as per dialysis protocol). There was no damage to the external packaging and there was no other medical intervention done to the patient aside from what has been stated from the report. The priming volume of each lumen at 2.1 cc matches the expected dimensions of the 28cm catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the distorted appearance of the catheter was assessed by the vascular team and dialysis nurses. They deemed that the catheter was okay to continue using but the num advised that this catheter was now been explanted from the patient and replaced with another catheter. The catheter was not repaired and there was no leak. It was also stated that at the time of the insertion of the catheter, povidine iodine was used for cleaning the insertion site and for the ongoing dialysis treatment, the catheter care that they were following was the routine used by the dialysis staff. For the patient and catheter, bactroban ointment (mupirocin) was used and IV (intravenous) 3000 dressing was changed three times per week as part of the catheter care program (the usual protocol was biopatch weekly, but it caused a reaction in the patient). Griplock was used for securement and it was changed weekly. Q-cytes (like tego) was also used. There was no luer adapter issue and tego was utilized. There was a patient symptoms or complications associated with this event and the patient had a lot of bleeding post procedure and requiring a unit of blood which was not ideal.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the distorted appearance of the catheter was assessed by the vascular team and dialysis nurses. They deemed that the catheter was okay to continue using but the num (nurse unit manager) advised that this catheter was now been explanted from the patient and replaced with another catheter. The catheter was not repaired and there was no leak. It was also stated that at the time of the insertion of the catheter, povidine iodine was used for cleaning the insertion site and for the ongoing dialysis treatment, the catheter care that they were following was the routine used by the dialysis staff. For the patient and catheter, bactroban ointment (mupirocin) was used and IV (intravenous) 3000 dressing was changed three times per week as part of the catheter care program (the usual protocol was biopatch weekly, but it caused a reaction in the patient). Griplock was used for securement and it was changed weekly. Q-cytes (like tego) was also used. There was no luer adapter issue and tego was utilized. There was a patient symptoms or complications associated with this event and the patient had a lot of bleeding post procedure and requiring a unit of blood which was not ideal. It was also mentioned that the dialysis team were only provided with the verbal report that there was blood loss causing a drop in the patient's hb (hemoglobin) level that was sufficient to require a unit of packed cells to be administered to the patient. However, there was no immediate complications and it was noted in report that there was a persistent bleeding from insertion site at the ward. 1 unit of packed cells was administered to the patient post insertion of the new catheter. Flushing was performed prior to insertion and heparin lock was given to both lumens. The device was examined and appears that the exter nal cuff was damaged. The catheter was primed with 5000 units of heparin per cc (cubic centimeters) to a volume of 2.1 cc per catheter lumen and 10mls of 2% lignocaine was administered to the insertion site. 5ml (milliliter) contrast injected to confirm the positi onand 9.500 units heparin lock was given to both lumens (as per dialysis protocol). There was no damage to the external packaging and there was no other medical intervention done to the patient aside from what has been stated from the report. The priming volume of each lumen at 2.1 cc matches the expected dimensions of the 28cm catheter.